Event description:
It was reported that the patient contacted technical services (ts) as the communicator exhibited a red call doctor icon. Ts performed a power cycle on both ends, unattached and reattached the usb adapter to the other port, and checked switch settings and was unable to perform a patient-initiated interrogation (pii). Ts referred the patient to the clinic regarding the red alert and advised will need an updated cell adapter. Additional information received provided information the communicator exhibited a red call doctor icon due to the shock lead impedance was out-of-range on this cardiac resynchronization therapy defibrillator (crt-d). The electrogram (egm) showed an out-of-range measurement greater than 200 ohms. The communicator, device, and the non-boston scientific right ventricular (rv) lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient contacted technical services (ts) as the communicator exhibited a red call doctor icon. Ts performed a power cycle on both ends, unattached and reattached the usb adapter to the other port and checked switch settings and was unable to perform a patient-initiated interrogation (pii). Ts referred the patient to the clinic regarding the red alert and advised will need an updated cell adapter. Additional information received provided information the communicator exhibited a red call doctor icon due to the shock lead impedance (sli) was out-of-range on this cardiac resynchronization therapy defibrillator (crt-d). The electrogram (egm) showed an out-of-range (oor) measurement greater than 200 ohms. The communicator, device, and the non-boston scientific right ventricular (rv) lead remain in service. No adverse patient effects were reported. Additional information received advised the patient was seen in-clinic and the shock lead impedance measurement was normal. Ts was consulted and advised the sli measurements have been extremely stable for the past year. Ts provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation if an out-of-range measurement is recorded again. At this time, the patient will be monitored, and the device and lead remain in service. No adverse patient effects were reported. It was further reported that the crt-d was emitting tones and had recorded two more occasions of high oor sli. Most of the daily measurements had been stable and in-range, at 40-50 ohms. There was no evidence of noise on any events. Ts recommended bring the patient to the clinic and performing serial impedance measurements with isometrics and possible defibrillation threshold testing. It was noted that the last delivered shock was at implant (41j). The crt-d and rv lead (non-boston scientific product) remain in service.